Event description:
It was reported that following the implant procedure of the spinal cord stimulator (scs) system the patient coded after being flipped over onto their back and being extubated. Chest compressions were done, and a defibrillator was used, unfortunately the patient was not able to be revived. It was stated that the death is not suspected to be device related as the patient had previous health issues. The cause of death is not known and it was noted that nothing occurred during the procedure which may have caused it.